Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 c-ring got caught onto something in the tunnel, so when the harvester pulled out the cannula, the c-ring remained in the tunnel. They had to extend the incision to retrieve the c-ring. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on 22 jan 2010 for investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4).